Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,500 ohms and loss of capture (loc). An lv lead fracture was suspected. The device was programmed to ventricular only therapy. No adverse patient effects were reported. This product remains implanted and in service.